Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 09feb2021.

Event description:
The customer reported patient disconnect not detect and will not go into stand by. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.